Event description:
It was reported that the usb cable was bent and would no longer work to charge the pump. There was no reported impact to customer's blood glucose level. Replacement cable was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.